Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. A functional test using tap water was performed on the sample, and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the "glue plug". This occurred prior to patient use. There was no patient involvement. No additional information is available.